Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. The shock impedance was noted to be 111 ohms. Approximately a month and a half later, the patient received another inappropriate shock due to oversensed noise. Numerous untreated episodes were also stored. X-rays were performed which revealed the electrode did not appear to be fully inserted in the device header. The vector was reprogrammed from primary to secondary with no further noise observed. No adverse patient effects were reported.